Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that one end of the horizontal side handle (strap) has detached from the waist area of the belt, but the other end of the strap is still attached to the belt. The other horizontal side handle is intact and attached to the belt. The fabric material is frayed at one end of the strap. (B)(4).

Event description:
Customer reported while this belt was in use with a patient the side handle detached from the waist area of the belt. The date the issue was discovered is unknown. No patient injury was reported.